Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured on the tip part at 10 atmospheres for 10 seconds upon second inflation. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.